Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found both sensors with a bent cannula. Reliability analysis found inside the sensor 1 of the 2 retracted cannulas was broken. The broken part of the cannula was missing. It was not possible to confirm that the customer received sensors in the condition they claimed due to them returning opened and used sensors.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 221 mg/dl. Customer advised the green light did not blink when connected to the sensor. Customer performed the test plug procedure and passed. Customer advised they removed the sensor and there was no cannula. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.